Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 implantable pacing lead 2002 (B)(6); 4592-53 implantable pacing lead 2002 (B)(6); (B)(4) bi-ventricular implantable cardioverter defibrillator (ICD) 2010 (B)(6); 419488 implantable pacing lead 2005 (B)(6). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was treated for a systemic infection and the source of the infection was unknown. The device and leads were removed and replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.